Manufacturer narrative:
Updated fields: d8, d9, h3, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Intermittent display issues were found due to faulty printed circuit board. In addition, the following non-reportable malfunction was found during the device evaluation. The device showed heavy corrosion on the receptacle unit and capacitor. Minor scratches and defects were found in several areas of the device. Based on the results of the investigation the intermittent display was attributed to a faulty printed circuit board. However, a specific cause of the faulty printed circuit was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during general inspection, the touch panel of the visera elite ii video system center was blacking out intermittently. There was no harm or user injury reported due to the event.